Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for one (1) colony forming unit of coagulase negative staphylococcus species and one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the auxiliary channel on the evis exera iii gastrointestinal videoscope tested positive for 40 colony forming units (cfus), the suction channel tested positive for greater than 100 cfus of pseudomonas aeruginosa, and all channels tested positive for 15 cfus of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use on jan 17,2022 and jan 21, 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.